Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported her infusion set line leaked from the luer lock on (B)(6) 2011. Patient's husband stated it is ripped through visual inspection. Patient reported she smelled insulin and her husband tested her blood glucose level before 12:00 pm at 26.1 mmol/l (470 mg/dl). Patient is visually impaired. Patient's husband stated he injected 30.0 units of insulin via pen before patient's meal. Patient's husband reported he did an infusion set change, refilled the insulin cartridge and placed the infusion device into run mode. Patient is using a competitor's infusion device. Husband stated he retested patient's blood glucose with a reading of 20.1 mmol/l (362 mg/dl); time was unknown. Husband reported he tested the patient again before dinner with a blood glucose result of 18.0 mmol/l (324 mg/dl). Patient's husband stated the next day, the patient tested her blood glucose with a reading of 12.0 mmol/l (216 mg/dl). Patient's normal blood glucose level is around 9.0 mmol/l (162 mg/dl). The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.